Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. The printer keypad was replaced as a precaution. After completing other, unrelated, repairs, proper device operation through functional and performance testing was observed. The device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device intermittently powers off on its own. This occurred during patient use while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue. Physio was unable to obtain further details about the patient.